Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient could not hear the alarms on the receiver and passed out from having low blood sugar. Date of issue is an approximation. Additional event information could not be obtained, as the patient was unable to be contacted.